Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 350 mg/dl was treated with insulin pump. Customer experienced hypoglycemia was treated with glucose/carb intake. The customer reported discrepancy between sensor glucose and blood glucose values. The event involved product(s) unk_sensor, mmt-332a, mmt-1884, unomedical. Troubleshooting was performed for sensor glucose vs blood glucose. The customer reported sensor glucose value as 50 mg/dl and blood glucose value as 96 mg/dl which was out of range. The difference was more than 30%. Troubleshooting was performed for high/low blood glucose. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Product return requested for unk_sensor. The customer declined to return or is unable to return. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.